Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that a bolus that was delivered was not reflected correctly in the pump history. Tandem technical support viewed the pump logs and verified the bolus had been delivered; however, customer maintained that the pump bolus was not reflected correctly. Customer's blood glucose level was 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.